Manufacturer narrative:
Philips has investigated this complaint. During the investigation, it was identified that the issue reported was not impacting live imaging. It was confirmed that there was a data transfer issue leading to the patient structured dose report not being able to be transferred to pacs. The procedure was delayed due to the user waiting for the data to be transferred. It was confirmed that the patient images of the procedure were successfully transferred. According to the user, the device showed a user message on the studies: "will be completed, awaiting memory commitment from the remote system. The user contacted the pacs provider, who made adjustments; after which all studies are being transferred successfully. After that, the system has been returned to use in good working order. To date, there has been no recurrence of this issue reported from the customer. Based on the information available, it is understood that the malfunction was with the pacs (third party system) and not with azurion system. At the time this complaint was received, philips did not have enough information to exclude the potential for a philips system malfunction, and as such, the complaint was reported. Since that time, it was identified that there was no malfunction with the azurion system, and as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's image memory was full which can prevent imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.